Manufacturer narrative:
(B)(6). Investigation summary a device history review was conducted for lot number 8208623. Our records show that this is the fourth instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode. The engineering and manufacture team cannot confirm or associated the reported defect because, the customer did not provide the sufficient information (sample or picture) which is essential to perform a better investigation. However, according with customer description this reported defect could be related with an incorrect use of the product. Root cause description: based on investigation results to date, the root cause cannot be determined due to no samples or photos were provided for evaluation. Rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system there was a safety shield failure where the needle did not retract resulting in a needle stick injury to the right thumb. The incident was reported to occupational health about the incident. The following information was provided by the initial reporter: placing a subcutaneous port safety device into a palliative patient to allow the administration of medicines (without the use of using injections) after inserting the device the needle introducer and wire was being retracted through the device lumen, however it appeared that the safety collar that usually remains on the port until the needle is fully retracted was not released when pulling back on the wire, the result was that the was needle was fully withdraw out of the lumen and in doing so as I realized what had happened accidently sustained a needle stick to my right thumb. I was wearing apron and gloves, on realizing what had happened for safety I placed the exposed needle directly into the sharps bin to avoid any further contact. As the patient was requiring urgent medication to settle I immediately gave that first, and seconds later disposed of my gloves and washed my hands. I attempted to bleed the site as per policy but was unable to draw or identify any blood at site of injury. (On the insertion of the device there was no bleeding from the site or flash back in the lumen). I contacted occ health and reported the incident, also gave details of device used and lot number as this appears a failure of the safety sharp device.